Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited noise. The noise could be reproduced with isometrics. Lead replacement was scheduled.